Event description:
Customer alleges the powerchair turns on and off by itself and flipped on him. Three service calls by the provider could not duplicate the event. Customer sustained a hip injury and required an ER visit.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. A follow up report will be submitted upon completion of investigation.